Event description:
It was reported that far r-wave oversensing had been observed on the atrial lead via merlin.net transmission. Chest x-ray revealed lead dislodgment. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.